Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle is not moving when it is connected to the patient. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the manometer needle out of spec, front panel was severely bent at the top right corner and housing was discolored. The tamper seals and labels were intact. There was evidence of the error recorded in the event history log. The customers reported problem was duplicated; most likely physical impact to the device caused the manometer needle to get stuck. For corrective action the damaged pressure manometer was replaced. The root cause was traced to the customer/user interface. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information received via email (B)(6)2022. (Updated b5)investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email (B)(6)-2022. No patient harm reported. The event was reported 08sep2022.